Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient had inadequate coverage. Multiple reprogramming attempts were performed and the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that the patient had not used the device for 6 months. The caller said the system never worked right to relieve the patient¿s target rsd pain. The caller confirmed that the patient was able to feel stimulation, but it never really helped the pain. The caller said the patient¿s rsd pain moves around. The patient and healthcare provider (hcp) would fiddle-faddle with the stimulation constantly for years to try to get it to cover the pain, but it never helped. The caller said the patient met with a manufacturer representative (rep) for reprogramming, but that did not help with the pain. The patient confirmed the patient has not charged for 3-4 months. The caller did not indicate that they were going to continue working with the hcp to attempt getting the device to cover the patient¿s pain. The caller wanted to know if the patient can leave the system implanted, but not in use. No further complications were reported.